Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured at the distal end of the notch area, approximately 326 mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sense a cable, which was completely fractured at this location. Based on the analysis results, it is suspect that the fracture at this location was due to a bubble in the notch area of the insulation.

Event description:
It was reported that the patient with this electrode sought medical assistance post shock. Information states that sensing during the previous follow-up had been unremarkable; however during this in office visit, manipulation of the coils at both ends, could induce artifact and a revision was scheduled. Prior to the revision, oversensing could again be reproduced via proximal sense node manipulation. During the revision, the electrode was explanted and later returned for analysis. A new electrode was implanted without complication.